Event description:
The malfunction was found during inspection for use for a diagnostic procedure, which was completed with another monitor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high-definition lcd monitor is unable to power on. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a front bezel scratch was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.